Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than thirty seconds and did not return. Insert battery alarm was not displayed on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Retainer = missing. Customer returned insulin pump for alleged blank display found on june 15, 2022. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The insulin pump passed the sleep current measurement, active current measurement, self test. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. The insulin pump was monitored and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files show on june 15, 2022 there was a low battery alert (01:10), the battery was removed and the insulin pump alarmed failed battery test (battery failed) 320 times between 07:24 and 08:08 indicating installation of a low voltage battery or the user did not physically remove the battery. The insulin pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), the motor, and force sensor noted. The following were noted during physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, stained keypad overlay, missing serial number label, end cap address label faded, pillowing keypad overlay, missing reservoir tube o-ring, and battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.